Event description:
It was reported that the balloon ruptured. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. There were no patient complications, and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).